Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: (B)(6).

Event description:
It was reported that the patient was not able to get enough pain relief. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility. No device malfunction suspected.